Event description:
The customer called to report no audible tones or alarms when experiencing low blood glucose levels. The customer also stated that she was treated by the paramedics for low blood glucose levels. The customer's blood glucose reading was 27 mg/dl when they arrived. Troubleshooting was performed, and found that the sensor was working properly. The insulin pump passed the self test, but the customer did not feel comfortable with the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.